Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was also reported that there was dislodgment of the atrial lead. The lead could not be repositioned because the helix could not be turned. The lead was extracted and replaced. No patient complications were reported as a result of this event.